Manufacturer narrative:
The device was discarded by the user facility and was not available for evaluation, therefore a definitive root cause could not be established to confirm or deny a device malfunction. A review of similar complaints revealed the root cause as use error where the luer-lock connector was not tightened appropriately. There were no other complaints of leaks from this manufacturing lot. The device history records for this manufacturing lot were reviewed and there were no discrepancies or unusual findings that relate to the reported event. (B)(4).

Event description:
Joimax became aware of a maude report filed by a healthcare facility alleging that during preparation for surgery the versicon tubing set leaked. The facility reports that the leaking tubing was removed from the field, discarded, and replaced with a new tubing set with no further issues. There was no report of injury. Because the device was not available for analysis the investigation was inconclusive as to whether the event was attributed to device malfunction or use error.